Event description:
A malfunction alarm was reported, with no notable events occurring beforehand. The impact on the customer's blood glucose level is unknown as the customer declined to provide that information. Technical support assisted the customer by providing pump reset information and helping them reset the pump, after which the malfunction did not recur.